Event description:
Boston scientific received information from a physician conducted analysis of product performance data as part of research for a journal article. During the analysis and research, data was noted that this right ventricular (rv) lead had fractured. A lead revision procedure was performed where this lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Journal reference: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print. Individual complaint records were created for each observation as needed and reports filed as required.